Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized due to the event. Treatment for the peritonitis was unknown. At the time of this report the patient was recovering from this peritonitis event and remained hospitalized. Pd therapy was ongoing. No additional information is available.